Manufacturer narrative:
Investigation summary: bd received one sample submitted for evaluation. The reported issue was confirmed since silicone was seen within the canula during visual examination of the sample with a microscope. The cause of the failure was traced to our manufacturing process. The silicone could have been introduced during the lubrication process or during the forming process of the catheter tip. Quality records have been consulted for tracking and trending purposes and this was the first occurrence of this failure mode, which means issues like this are rare. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system would not discharge liquid due to silicone blocking the cannula. The following information was provided by the initial reporter, translated from (B)(6) to english: "after the infusion set is connected, there is no liquid discharged during the exhaust, and the green claim is needed" via bd investigation: "silicone was seen within the canula during visual examination of the sample with a microscope."